Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads with the same lot number (for off-label use). It was reported the pt is not receiving adequate pain relief and coverage. In turn, the pt underwent a supra-orbital trial on (B)(6) 2014 to obtain effective coverage. F/u revealed the trial was unsuccessful capturing effective coverage. No further intervention are planned at this time.